Manufacturer narrative:
Please note that a correction was made to patient identifier. Additionally, since there was no patient involvement, the age and sex should have been left blank on the initial MFR. Report. Results: the penumbra system ace 64 reperfusion catheter (ace 64) was kinked approximately 60.0 cm from the hub. Conclusions: evaluation of the returned device confirmed it was kinked. This damage may have occurred due to improper handling during removal from the packaging. If the tubing tray is not removed prior to removing the ace 64 from the packaging, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure in the basilar artery, the physician noticed that the middle shaft of the penumbra system ace 64 reperfusion catheter (ace 64) was kinked. The kinked ace 64 was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new ace 64 kit.